Event description:
The hcp reported the patient presented with "tachycardia and other symptoms in april. Now patient is presenting with bradycardia, lethargy, and flaccid." The pump had been refilled 10 days previous with lioresal 2000mcg/ml at a daily dose of 1300mcg. Xrays were done that demonstrated a possible catheter disconnect. The hcp reported the patient in taking other medications, but none that would cause these symptoms. The patient had been in the hospital recently with gastritis. There had been no volume discrepancy at the last refill. The device system was explanted and replaced in 2006 secondary to disconnect. The pt recovered without sequela.